Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed 1 opening assessed as unidentified (tear) opening. (Shell thickness was within specification). No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side rupture. Device was explanted.

Event description:
Healthcare professional reported right side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device photo evaluation: it is possible to determine the lot number 2423154 and catalog number 115-253 of the photos provided. Visual analysis of the reviewed photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. This date reflects the date photos of the device were received. The physical device has not been received at this time.

Event description:
Healthcare professional reported right side rupture. Device was explanted.